Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a lot history review could not be performed as the lot number is unknown. Visual inspection: one denali jugular filter system was returned for evaluation. The delivery pusher catheter was kinked approximately 29.1cm from the proximal end of the pusher handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The touhy-borst was returned tight. No skiving was found inside the storage tube. The filter exhibited 6 arms and 6 legs present and intact. No other anomalies were identified. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is inconclusive for the filter allegedly failing to advance through the introducer hub as the filter was returned deployed. Based upon the available information, the definitive root cause is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advance through the introducer hub of the deployment sheath. The filter system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.